Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked due to the customer accidentally dropping the pump. The pump is not functional. There was no impact to customer's blood glucose level. The customer reported that manual injections will continue to be used for insulin therapy.